Event description:
While the liquoguard 7 was in use on this patient. Staff needed to replace the csf [cerebrospinal fluid] drainage tubing set because it was leaking. The tubing had a hole. The tubing is glued periodically along a cable. The tubing wall is easily torn if stressed at a glued point. In [redacted] last spring, a moeller medical representative installed a metal cable clamp to our devices. Since then, we have experienced several torn drainage sets. Moeller now offers a replacement drainage set that uses plastic clips to hold the tubing and cable together rather than gluing. We are in the process of having our glued sets replaced with the new version. The lot number baz929 provided is not from this case. The packaging was not saved, but lot baz929 is of another set in our stock that is glued along the cable.